Event description:
The pt reported that an e4 (occlusion) error was displayed on the infusion device. In 2009, at 4:42 pm, the pt's blood glucose measured 53 mg/dl and she ate. At 9:30 pm, her blood glucose measured 297 mg/dl. The next day, at 12:33am, her blood glucose measured 401 mg/dl and she changed the infusion set and bolused through the infusion device. At 5:30am, her blood glucose measured 350 mg/dl and she attempted to bolus and e4 was displayed. She cleared the error and bolused and e4 was displayed again. Her normal blood glucose level is 120-140 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time if further info is obtained it will be provided in the supplemental report.